Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 3 unsealed 24ga x 0.56in. Insyte autoguard units. Only one 24g catheter was received with the needles, which were received in their shielded state. A microscopic examination of the catheter tip revealed a rough edge. Whether the edge was damaged during manufacturing or during the insertion process could not be determined. The rough edge of the catheter may have been a contributing factor in the reported complications during insertion. A device history record review showed no non-conformance associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip of the bd insyte-n¿ autoguard¿ shielded IV catheter was deformed/damaged. The following information was provided by the bd investigation team: "a microscopic examination of the catheter tip revealed a rough edge. Whether the edge was damaged during manufacturing or during the insertion process could not be determined."